Manufacturer narrative:
H6 - health effect clinical code: multiple organ dysfunction syndrome (3261) manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. (B)(6) was not explanted for evaluation. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists multiple organ failures (including respiratory failure and renal failure), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was determined to be multisystem organ failure, cardiogenic shock, hypoxic and hypercarbic respiratory failure, acute on chronic renal failure requiring continous veno-venous hemofiltration, acute on chronic blood loss anemia, mixed respiratory metabolic acidosis, and lactic acidosis. The death was not considered to be device related and the device reportedly operated as expected. The device was not to be returned as the family declined autopsy.

Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.